Event description:
During a coronary drug eluting treatment procedure, difficulty deflating the balloon occurred. The mildly calcified, 85% stenotic lesion was located in a moderately tortuous vessel. The physician dilated the lesion with a 2.5 x 20 mm maverick balloon. After pre-dilation the physician successfully deployed a taxus express2 3.0 x 16 mm drug eluting stent at 14 atms. Upon withdrawal the delivery balloon would not deflate. The physician successfully removed the stent delivery balloon by reinflating to 18 atms. It is noted the stent remained in good position. No patient complications or injuries were reported due to this event. Patient status is reported as "ok."